Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. Two fiber cards were returned for analysis, one of which is believed to correspond to the finished fiber. Data review confirmed that the fiber was within its shelf life, successfully recognized by the console, and had been activated. Unaided visual inspection of the fiber was performed, followed by microscopic evaluation of the fiber tip, which identified a distal circumferential fracture (dcf). Moderate detritus was also noted on the fiber tip, which is indicative of heavy tissue contact during use. Functional forward-firing testing was conducted and demonstrated an output below the threshold associated with potential patient harm. Additional testing using the helium-neon (hene) laser fixture showed no signs of breakage along the length of the fiber. The connector cone, segments, and tabs were observed to be intact, properly secured, and in acceptable condition. A saline flow test was also performed, which confirmed appropriate flow performance. The device history record (DHR) confirmed that the device met with all manufacturing specifications prior to distribution and there were no manufacturing deviations. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of forward firing is defined in the risk documentation. Based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported event.

Event description:
It was reported that the fiber exhibited significantly diminished vaporization efficiency. Energy emission was observed through both the tip and the window, resulting in reduced effectiveness. No information regarding the patient or procedure was provided.

Event description:
It was reported that the fiber exhibited significantly diminished vaporization efficiency. Energy emission was observed through both the tip and the window, resulting in reduced effectiveness. No information regarding the patient or procedure was provided.